Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable aspartate aminotransferase (ast/sgot) result for one patient sample. The initial result was > 700 with a data flag. The sample was repeated with a 1:10 dilution and the result was 9506 u/l. This result was released from laboratory and the doctor disagreed with the result. A sample from the patient was sent to an external lab where the result was 850 u/l. It was unclear if this was the same sample from the patient. A sample from the patient was retested with a 1:10 dilution on (B)(6) 2015 and the result was 992 u/l. The treatment of the patient may have been delayed, but the patient was not adversely affected. The patient was hospitalized and was on treatment. The reagent lot number and expiration date were requested but were not provided. The service status and reagent cassette expiration were checked and were okay. Calibration and qc were checked and were okay. The issue could not be reproduced upon repeated attempts.

Manufacturer narrative:
A specific root cause for the high results could not be identified. As the sample also generated a high result at the external laboratory, it was assumed that the results were believable. For the suspect result of 9506 u/l, this result could not be found during investigation of the analyzer database. However, a result of 9490 u/l was found. It was determined the customer tested the sample twice with no automated dilution performed by the instrument. The customer must have triggered a "rerun" and selected a "manual dilution factor 1:10". In this situation, the dilution must be made off-line manually by the customer. The instrument would then expect that the sample had been diluted off- line and multiply the result by using the factor 10 which would produce a final result of 9490 u/l. It was likely the customer expected the instrument would perform the 1:10 automated dilution. It was confirmed the settings for "automatic dilutions" was set to "off" on the customer's instrument. The analyzer performed as programmed and the issue was due to the customer's error.